Manufacturer narrative:
Batch review performed on 5 april 2022. Lot 144864: (B)(4) items manufactured and released on 10-oct-2014. Expiration date: 2019-aug-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event since 2018. Clinical evaluation performed by medical affairs director. At 7 years after primary tka the tibial baseplate mobilizes and it is replaced with a stemmed baseplate and augments. The radiography supplied only shows post-revision status, therefore analysis on the causes of loosening through xray examination is not possible. Medium term tibial loosening is a possible adverse event following cemented tka, described in literature, and the causes often remain undetermined. No reason to suspect a faulty device as the cause for this adverse event.

Event description:
The patient came in reporting pain due to tibial loosening and the cause is unknown. About 7 years and 3 months after the primary surgery, the surgeon revised the tibial tray and insert and added tibial augments. The surgery was completed successfully.